Manufacturer narrative:
The customer reported that the central nurse's station (cns) alarm indicator has a faulty cable that, when moved around, would shut off the alarm light and prevent audible warnings. The customer also reported that they noticed a little crack on the edge of the cable connecting the cable to the cns. No harm or injury was reported. They will be sending this cable in for a warranty exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) alarm indicator has a faulty cable that, when moved around, would shut off the alarm light and prevent audible warnings.

Manufacturer narrative:
Details of complaint: the customer reported that the alarm indicator on the central nurse's station (cns) had a faulty cable that, when moved around, would shut off the alarm light and prevent audible warnings. The customer also reported they noticed a little crack on the edge of the cable connecting the cable to the cns. No patient harm or injury was reported. Service requested / performed: evaluation / exchange. Investigation summary: based on the available information, the most probable cause of the issue is cable damage. Cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible contact with other objects or people are more susceptible to physical damage. Possible root causes for cable damage are normal wear and tear or mishandling.

Event description:
The customer reported that the central nurse's station (cns) alarm indicator has a faulty cable that, when moved around, would shut off the alarm light and prevent audible warnings.